Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump displayed occurrences of "system fault 41171." Functional testing involved powering up the pump and showed the device duplicated the reported issue. The investigation determined that a main board issue was the cause of the reported issue. The main printed circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that when a smiths medical cadd-solis vip ambulatory infusion pump was powered on the screen was red and displayed error code 41171. It was reported that there was no further information available. No adverse effects were reported.